Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by physical stress from rubbing or striking the insertion section, chemical stress from reprocessing in a non-recommended way, and/or a bad storage environment. The event can be detected by following the instructions for use which state: "inspection of the endoscopic image". The following information from the instructions for use pertains to this event: "important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.". "1.4 precautions: if cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found.". "The storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk.". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus during preparation for use, the evis lucera bronchovideoscope was leaking from control unit. The procedure was completed with a similar device, no delay noted. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, the coating on the connecting tube was found to be peeling off. (1mm2 or more), which had been attributed due to stress of repeated use, external factors, or handling. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. During the evaluation, it was determined that due to a pinhole in the bending section cover (a-rubber), water tightness was lost. Additionally, the evaluation revealed the following findings: angulation in the up direction was out of standards due to the wear of the angle-wire; charge-coupled device (ccd) lens was broken; there was corrosion from electrical-connector due to the leakage; the connecting tube was dented. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.